Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. This event has been identified as a malfunction. Abbot vascular has initiated a corrective action.

Event description:
A physician attempted an arteriotomy closure using the starclose device after an unknown procedure. During the procedure, when the finish arrows lined up, the device popped out of the artery. The physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.